Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 42502006202 - femur cemented cruciate retaining (cr) narrow right size 7 - 64719570. 42532006702 - tibia cemented 5 degree stemmed right size d - 64830680. 42540200032 - all-poly patella cemented 32 mm diameter - 64825611. 66056768 - palacos fast r+g 1x40 - 97791000. Report source: foreign country: (B)(6) the customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2021-00111, 3007963827-2021-00112.

Event description:
It was reported a patient underwent a knee arthroplasty. Subsequently, the patient was revised approximately 5 weeks later due to a fall and mcl rupture. Both the femur and tibia were revised. There was no surgical delay. Attempts have been made and no further information has been provided.